Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display, low battery alert and battery out limit alarm on the insulin pump. Customer's blood glucose level was 237 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin pump went blank, came back on and finally went blank once again. Troubleshooting for battery out limit alarm was performed. Customer was advised a replacement battery cap would be sent out. Troubleshooting for low battery was performed. Customer was advised to monitor the device and wait for the replacement battery cap to arrive.